Manufacturer narrative:
The customer¿s products have been requested for return. The customer no longer had the box the lancets so was unable to provide the lot number or to provide the lancets for investigation. Reporter occupation was lay user/patient.

Event description:
The initial reporter stated when using the coaguchek softclix lancets, a piece of "the needled may have remained in his finger." The customer discarded the lancet and was unable to confirm the allegation. He stated his finger has been sore and he can still see the dot where his finger was punctured. On (B)(6) 2019, the customer went to his doctor. The "doctor didn't know if he had removed anything."

Manufacturer narrative:
The customer contacted his doctor and his doctor stated he was confident he removed the whole needle during the original visit. Customer stated his finger is now feeling fine and no further issues. The customer returned coaguchek xs softclix lancing device without lancets for investigation. The device was tested with retention lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found which could verify the customer allegation. The lancing device worked in accordance with specifications. As no customer lancets were received and no lot number of the lancets is available, no further investigation is possible. All product batches of the roche diabetes care gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.